Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported uncommanded bolus issue. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the patient's personal diabetes manager (pdm) delivered a 20 unit bolus without the patient giving any action in the pdm. The patient noticed the bolus was being delivered and stopped it after 12 units had been delivered. The patient's blood glucose level was at 9.2 mmol/l (165.6 mg/dl).